Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient product ID 399930, lot# j0454523v, implanted: 2004-(B)(6), product type lead product ID 748951, serial# (B)(4), implanted: 2004-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient is having the stimulator removed. It was noted the stimulator was being removed due to the patient having an MRI for a ruptured disc in the patient's back above the stimulator at thoracic 6 and thoracic 7. It was noted that the stimulator was implanted at thoracic 8 and the stimulator have not been in use since 2009. Additional information has been requested; a follow-up report will be sent when it becomes available.